Manufacturer narrative:
The user replaced the lamp and cuvettes. The qcs were reported to be within their specified ranges. The field service engineer (fse) performed sample probe adjustments. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and hdlc3 hdl-cholesterol plus 3rd generation results for two patient samples tested on the cobas pro c 503 analytical unit. The initial results were not reported outside of the laboratory. Sample 1 had an initial glucose result of 17.2 mg/dl with a repeat result of 85.6 mg/dl. Sample 2 had an initial hdl result was 99.4 mg/dl with a repeat result of 34.7 mg/dl. The glucose reagent lot number is 61404201 with an expiration date of 31-may-2023. The hdl reagent lot number and the expiration date were requested but not provided.